Event description:
It was reported screw fractured therefore the crown cant be screwed. New screw would be placed when replaced.

Manufacturer narrative:
Zimvie complaint number (B)(4) a1: patient identifier: unknown / not provided a2: age at time of the event: unknown / not provided a4: patient weight: unknown / not provided g4: premarket identification PMA/510(k) #: k072642.